Manufacturer narrative:
Investigation summary mgit 960 supplement kit batch 3305689 is composed of mgit panta batch 3306587 and mgit 960 growth supplement batch 3306588. The batch history record review for mgit 960 supplement kit batch 3306589 was satisfactory. No quality notifications were generated during manufacturing and no other complaints have been taken on this kit batch. The batch history record reviews for mgit panta batch 3306587 and mgit 960 growth supplement batch 3306588 were satisfactory and no quality notifications were generated during manufacturing. Qc inspection and testing were satisfactory at time of release. No other complaints have been taken on either batch. Retentions for mgit 960 supplement kit batch 3306589 components were not available for investigation. There were no photos or returns available to assist with this investigation. This complaint cannot be confirmed. No complaint trends have been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 supplement kit (B)(4) samples were contaminated. There was no health impact or consequences reported.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 supplement kit five (5) samples were contaminated. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
B5. It was reported when using the bd bactec¿ mgit¿ 960 supplement kit, an unknown number of samples were contaminated. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b5. It was reported when using the bd bactec¿ mgit¿ 960 supplement kit, an unknown number of samples were contaminated. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.